Event description:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed. Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. Associated malfunction for this device: on/off switch has no alarm.